Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a broken display screen and that the stylus would not work; it was found that the overlay/bezel assembly of the device was broken. The overlay/bezel assembly was replaced, and the stylus was calibrated. It was also noted that the power cord bay door was broken, and it was replaced. The hard drive was reconfigured, and the software was reloaded. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer's display was broken. The caller was advised to return the programmer to service. No patient complications have been reported as a result of this event. It was further reported that the stylus would not work, accounting for the inability to perform an interrogation of the device; the stylus had no connectivity with the display screen of the programmer, even after attempting with multiple styluses. The programmer has been returned for repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.